Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure separated/ 2nd procedure removed other part'), device dislocation ('malposition of essure device'), genital haemorrhage ('abnormal bleeding (general)') and post procedural haemorrhage ('heavy bleeding after salpingectomy') in an adult female patient who had essure (batch no. 740857-not valid,705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and caesarean section. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migranes/headaches"), headache ("migranes/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2014. At the time of the report, the device breakage, device dislocation and post procedural haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, migraine, headache, nausea, vaginal discharge, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, post procedural haemorrhage and vaginal discharge to be related to essure. The reporter commented: five spring loops were counted to assure proper placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2010: malposition of essure device. This lot 740857 is not valid lot number: 705317 manufacturing date: 2010-01 expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet received. Event heavy bleeding after salpingectomy was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 740857-invalid, 705317) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and caesarean section. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2014. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, migraine, headache, nausea, vaginal discharge, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: five spring loops were counted to assure proper placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: malposition of essure device. This lot 740857 is invalid. Lot number: 705317 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure separated/ 2nd procedure removed other part'), device dislocation ('malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 740857-not valid,705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and caesarean section. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migranes/headaches"), headache ("migranes/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2014. At the time of the report, the device breakage and device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, migraine, headache, nausea, vaginal discharge, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, device dislocation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: five spring loops were counted to assure proper placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: malposition of essure device. This lot 740857 is not valid lot number: 705317 manufacturing date: (B)(6) 2010. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event:essure separated/ 2nd procedure removed other part were added. Fu 4 and 5 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 705317, 740857) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 3 and caesarean section. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2014. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, migraine, headache, nausea, vaginal discharge, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: five spring loops were counted to assure proper placement on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received : lot no.s were added. New events, "abnormal bleeding (general), migraines / headaches, nausea, pain, vaginal discharge, fatigue. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was added. Medical history was added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.